Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized one month before passing. The caller declined providing the official cause of death. They only stated that there were multiple causes; a combination of things and diabetes was the origination. The caller stated that the customer had illnesses stemming from diabetes, but declined to elaborate. The caller stated that the customer had kidney failure, heart disease, stroke, infection. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The called was unsure about the customer's use of sensors. The caller stated that they do not where the customer's insulin pump is.